Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead displayed intermittent pacing impedances of greater than 3000 ohms. Most other pacing impedances were noted to be in the 300-400 ohm range. The patient was reported to have been in atrial fibrillation at the time of the device check and it was, therefore, hard to tell if the system was displaying any noise. Isometrics and pocket manipulations were performed with no changes in lead numbers. The local boston scientific field representative indicated that a decision was made to reprogram the device vvir as the patient no longer needed atrial therapy. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.